Event description:
The affiliate reported that the device was implanted via v-p shunt. After implantation it was noted that the stepping motor was dislodged from the base plate. The revision surgery was conducted. Doi and dor were unknown. The setting pressure at both implantation and revision were unknown.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the visual examination of the valve revealed that the stator was dislodged therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: it was also noted that the valve casing was cracked; this appears to be due to some form of impact, causing the cracked condition reported by the customer. This however could not be confirmed. A review of the lot history confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.